Manufacturer narrative:
The reported event of unable to untighten the atrial setscrew to remove the lead was confirmed. Analysis found that calcified blood was in the atrial setscrew inset. The calcified blood prevented the wrench from engaging the atrial setscrew inset to untighten the setscrew and caused the inset to become stripped. After the inset is stripped it can no longer be engaged by the torque wrenches. The blood most likely entered through a hole punched through the septum by a torque wrench at the time of implant. Electrical testing was performed and revealed the device was approaching elective replacement indicator (eri) level.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during an unrelated procedure to replace the device due to normal elective replacement indicator (eri), the set screw was unable to be removed from the device header. As a result, the right ventricular (rv) lead was stuck in the header. While attempting to remove the rv lead, the proximal tip broke and was lodged in the rv report. The device was explanted and replaced to resolve the event. The patient was in stable condition.